Event description:
Caller reported a malfunction on the pump, which displayed a malfunction code of malf 16- 0x20e6. There was no adverse impact to the customer's blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). Tandem technical support arranged for a replacement pump to be sent to the customer, who was advised on the steps to take upon receiving it, including returning the problematic pump within 10 days. The customer acknowledged and understood all instructions provided.